Event description:
On (B)(6) 2011 customer reported low total bilirubin (tbil) results for four (4) patients on the dxc 800 pro instrument, and upon rerun on the laboratory's other dxc instrument, those results were higher. Customer stated there have been a number of readings around 0 and 0.1 that recover 0.5 to 0.9 when run on the lab's other dxc instrument. The samples were serum and no sample issues were noted. There was no effect to patient treatment, and no incorrect results were reported out of the lab. Field service engineer (fse) examined the instrument the same day and reviewed the tbil calibration data. Fse replaced the cartridge chemistry system sample syringe and performed prime. Fse ran synchron level 2 control material as an unknown for precision run x 20 results: mean of 4.28 with standard deviation 0.08 and coeffiency of variation 1.9, factory mean is 4.3. Fse recovered samples from original results and rerun. Root cause is unknown, but replacing the sample syringe resolved the issue.